Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2007, during which two xience v stents were placed in the distal and mid lad. No device malfunction or adverse events were reported during the procedure. Additional information received by the hospital stated that the patient's wife claimed the patient was found expired while sleeping in 2008. Cause of death in unknown. No additional event or patient information is available.

Manufacturer narrative:
The second xience v coronary stent system is being filed under the same MFR number.